Manufacturer narrative:
This report is being submitted for additional information received from customer regarding reprocessing and device evaluation findings. The customer provided response to the questionnaire regarding endoscope contamination. As per the customer there was no patient infection. There were no deviations or deficiencies or concerns in reprocessing. The automated endoscope reprocessor used by the customer was soluscope 4. The detergent used was anios and disinfectant used was peracetic acid. All channels were connected with tubes when the endoscope was setting up into the aer. The concentration and expiration of the disinfectant was controlled. It was unknown if the water quality of the rinse water was controlled. The water filter was replaced periodically in accordance with the instructions for use. The device was dried by blowing filtered compressed air. The endoscope was stored in a drying cabinet. The returned device was evaluated and there were no findings. The product will be sent back to the customer without any repair. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated that the channels were tested. The air/water channel tested positive for 13 colony forming units (cfu) per 100 milliliter (ml) of unspecified microorganism. The suction channel tested positive for 4 cfu/100 ml of unspecified microorganism. The auxiliary channel tested positive for 4 cfu/100ml of unspecified microorganism. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Follow up in progress to obtain the cleaning, disinfection and sterilization (cds) checklist from the customer. The device was returned. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device tested positive for six (6) colony forming units (cfus)/ endoscope of staphylococcus coagulase negative and staphylococcus coagulase positive. Overall, the results are in conformance with the requirements. The physical device evaluation has not yet been completed; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.